Event description:
The vagus nerve stimulator (vns) generator was placed on 08/2012. The surgeon observed that the vns generator failed and needed to be replaced. The generator was removed and a new vns generator was replaced. The patient has a history of intractable epilepsy and the stimulator had become non-programmable-requiring a re-exploration of the system. Upon surgery, the wires were fine--it was concluded that the pulse generator had failed.it was likely that the pulse generator itself had failed and not the wires. After a new battery was placed, the impedances were excellent and the system appeared to be fully functional. No report has been received from the device company yet, however they do have the equipment.this device failure event does not happen frequently.there was no patient harm due to the revision surgery. The patient did experience increased pain due to the system failure. She had been having good results with pain management prior to the failure based upon her physician's documentation.======================manufacturer response for vns generator (per site reporter).======================given to company rep for investigation.